Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Event description:
At the gmrs surgery, the surgeon tried to insert the gmrs press fit stem into the canal with stem inserter/extractor, however, the press fit stem could not be inserted into the canal after it was inserted middle of its length. The surgeon extracted the press fit stem by hitting the stem inserter/extractor. Then the surgeon reamed the canal and tried to insert the press fit stem but it could not be inserted. While the surgeon tried to extract the press fit stem by hitting the stem inserter/extractor, the tip of the inserter/extractor was broken in the thread of the press fit stem. The surgeon used the cement stem to complete the surgery.

Manufacturer narrative:
Device history review: review of the device history records indicate devices were manufactured and accepted into final stock with no reported discrepancies. Complaint history review: there have been no other events reported for the reported manufacturing lot. Visual inspection was performed as part of the material analysis report (mar), dated 20-oct-2014. Images of the device are included in the mar. The threaded end of the inserter/extractor broke in off-axis loading overload. Damages to the stem and inserter/extractor were consistent with incorrect alignment during use. No material or manufacturing defects were observed on surfaces examined. Dimensional and functional: dimensional and functional inspections were not performed due to the poor condition of the returned device. The investigation determined the likely root cause of the event to be incorrect alignment during use. There is no indication at this time that the design, materials, or manufacturing of the subject device contributed to the event. If additional information becomes available, this investigation will be reopened.

Event description:
At the gmrs surgery, the surgeon tried to insert the gmrs press fit stem into the canal with stem inserter/extractor, however the press fit stem could not be inserted into the canal after it was inserted middle of its length. The surgeon extracted the press fit stem by hitting the stem inserter/extractor. Then the surgeon reamed the canal and tried to insert the press fit stem but it could not be inserted. While the surgeon tried to extract the press fit stem by hitting the stem inserter/extractor, the tip of the inserter/extractor was broken in the thread of the press fit stem. The surgeon used the cement stem to complete the surgery.